Event description:
Device analysis confirmed that the two returned electrodes showed that the epoxy was chipped out and was discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.

Manufacturer narrative:
UDI #(B)(4). Expiration date: na. Additional suspect medical device components involved in the event: model # tcn-10 lot # 020116 description: nitinol tc electrode, 100 mm quantity: there are a total of two electrodes

Event description:
Device analysis confirmed that the two returned electrodes showed that the epoxy was chipped out and was discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.